Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.